Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states that there was a leak at y-junction. The catheter was placed in (B)(6) 2012. The physician pulled and replaced the catheter on (B)(6) 2014.

Manufacturer narrative:
The returned product sample consisted of one palindrome sapphire 19/36kt vt catheter. The possible causes were identified. DHR was reviewed and no deviations related to this failure mode were found. There are no ncr related to the reported issue. Visual inspection was performed and a hole was found on the joint of the catheter below the hub. During underwater test (functional test) bubbles were detected; they were coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force) per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.